Event description:
The target lesion was the proximal left circumflex. The vessel was de novo, eccentric, and diffused, but it was not calcified. The diameter of the vessel was 2.48 mm and the lesion length was 13.96 mm. Pre-procedure stenosis was 57%. Aha/acc classification of the vessel was a type c. The procedure was an elective case. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a balloon (2.75x20mm) at 8 atmospheres (atm). Inflation time was unknown. A cypher (2.5x18mm) (lot unknown) was implanted at 10 atm for 16-30 seconds at the target lesion. Then, a cypher (3.0x23mm) (lot i0405033) was implanted at 14 atm for 16-30seconds at the proximal end of the initially cypher overlapping it. Post-dilation was conducted with a balloon (2.75x20mm) at 22atm. Inflation time was unknown. Timi flow before and after the procedure was 3. The residual % of stenosis was 16.0%. Ivus was conducted. Approximately ten months later, a follow up coronary angiography (cag) was conducted and restenosis was observed at the proximal edge of the proximally implanted cypher. There was 90% stenosis. Two weeks later, the restenosis was treated. To treat the restenosis, pre-dilation was conducted with a balloon (3.25/length unknown) at 6 atm for 30 seconds. Then, a cypher (3.5x13mm) was implanted at 16 atm for 10 seconds. Post-dilation was not conducted. The residual % of stenosis was 0%. The following day, the patient was in stable condition and was discharged from the hospital.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis.